Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a clinical study regarding a patient who was receiving hydromorphone with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the patient experienced intense, increased pain that incapacitated patient. It was reported that the pain score was 10/10. The patient also experienced right leg spasm and general spasticity due to pain. It was reported that there was a prolonged medication refill on (B)(6) 2019 and that the event resulted in in-patient hospitalization. The pump was reprogrammed on (B)(6) 2019 and the event resolved without sequelae on (B)(6) 2019. It was reported that the event was related to the device or therapy and not related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may h ave caused or contributed to the patient serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the prolonged medication refill was because medicare did not authorize it. The symptoms are not related to the device. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.